Manufacturer narrative:
The initial reporter was medical technology. The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: blank. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: blank. Getinge became aware of an issue with one of surgical lights - powerled 500. As it was stated, paint peeling from the device in several places was discovered during daily work. Photographic evidence indicated that the paint was peeling off the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to paint peeling, which could be considered as technical deficiency, and in this way the device contributed to the event. It is unknown if the device was or was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered by operating room staff during their daily work. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on powerled and hled surgical lights, there is one event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping is moderate. A root cause analysis for paint peeling problem was performed by subject matter experts. It can be noticed on the pictures provided that several components of the configuration have paint damages (fork and lighthead). The cleaning product mikrobac forte and bode desomat 800 have not been tested at maquet sas, nevertheless, the fact that: paint troubles are located only in one hospital on this product. Several parts are damaged and not painted by the same supplier. Products are quite recent. Indicates that the most probable root cause must be linked to the cleaning product. And/or the cleaning protocol because of following reasons : its chemical agents are too aggressive for paint surfaces. The concentration used is too high. The cleaning instructions are not followed. Device must be (um 01581en08_extract, page 34- 35) : wiped with a cloth soaked in disinfectant. The cleaner must be removed using a cloth moistened with water. And finally the device must be wiped with a dry cloth. To prevent any similar incident, it is recommended to use recommended cleaning products and to follow the cleaning protocol (pwd um 01581en08_extract, page 34- 35). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
On 19th january, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. As it was stated, paint peeling from the device in several places was discovered during daily work. Photographic evidence indicated that the paint was peeling off the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: (B)(6). E1b event site name: (B)(6); h3 other text : device not returned to manufacturer.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled 500. As it was stated, paint peeling from the device in several places was discovered during daily work. Photographic evidence indicated that the paint was peeling off the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event or problem, g3 date received by manufacturer fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 19th january, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. As it was stated, paint peeling from the device in several places was discovered during daily work. Photographic evidence indicated that the paint was peeling off the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event or problem: getinge became aware of an issue with one of surgical lights - powerled 500. As it was stated, paint peeling from the device in several places was discovered during daily work. Photographic evidence indicated that the paint was peeling off the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous g3 date received by manufacturer: 2024-01-19. Corrected g3 date received by manufacturer: 2024-01-12.